Manufacturer narrative:
With our infinity multi-parameter patient monitoring system, primary patient alarm monitoring remains active and uninterrupted at the sc9000 bedside monitor. The reported condition affects secondary alarm monitoring at the multiview workstation, central station monitor. The reported problem is under investigation. We are currently working with the local service office to evaluate the system setup at this site.

Event description:
The customer has reported that their multiview workstation (central station patient monitor) has stopped working spontaneously, several times. To clear the problem, the customer has had to power cycle the cpu (system) to get it running again.